Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator and wont switch on. There was no patient involved in this event.

Event description:
Red status indicator and wont switch on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 27th april 2011. The device was returned with a reported fault ¿red status indicator and wont switch on¿, which was confirmed during the investigation. Upon receipt, the returned pad-pak was found to be depleted beyond any use. The corrosion observed on track 13 (on_button) of the membrane tail had resulted in the device switching on automatically, resulting in the 10-minute time-outs and the subsequent depletion of the pad-pak. The user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The fault could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail and evidence of low temperatures in the history log would confirm that the device had been stored outside the indicated conditions. The returned sam 300p is now outside of its warranty period and will be scrapped.